Event description:
A malfunction alarm was reported on the customer's pump. There was no reported impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was instructed to call back if the malfunction code recurred. The customer acknowledged and understood the instructions.